Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that during patient treatment, the ventilator could not deliver the set tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).